Event description:
Vapotherm received a letter from the FDA stating that women's and infants hospital had filed a confidential report stating that "about 5 units had been cultured and some were positive" for ralstonia. No injuries or deaths were reported, and although machines cultured positive, the gas flow/patient side did not. After changing disinfection recommendations in october 2005, the hospital had no new cultures of ralstonia.